Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt came because they had necrotic tissue over their pocket incision site post op. Hospital had pt ice the wound after their implant surgery. Pt was brought into the or. Wound debrided, and there was normal bleeding tissue underneath. The wound was redressed and pt was referred to wound care. There was no infection noted, no equipment noted visually, bleeding was occurring normally, and there was normal appearing tissue below debridement. System remains off at this time

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.